Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned to dexcomfor evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of an intermittent out of range signal was confirmed. The root cause was determined to be a defective transmitter. In additional, device evaluation was completed by animas on (B)(6) 2015. Investigation results were received by dexcom on (B)(6) 2015.the device was visually inspected and found no cosmetic flaw. Functional testing was performed and the test failed. Evaluation of the failed transmitter test confirmed the reported event of an intermittent out of range signal. The root cause was determined to be a discharged transmitter battery.